Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown time in (B)(6) 2011. The patient reported blood glucose readings of "272, 300, 72, 70, and 298 mg/dl" with the subject meter and "125, 130, and 60 mg/dl" on another meter (onetouch ultramini meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with humalog and lantus insulins. Despite the alleged issue, the patient stated she continued to administer her dose of insulins as usual. It is unclear in the documentation which insulin she takes at 3-6 units and 8 units. The patient claimed 3-4 hours after the alleged issue began, she reportedly became shaky, sweaty, and developed symptoms of dry mouth. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used to obtain the results from the subject meter. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.